Event description:
It was reported that the device was replaced due to reaching the recommended replacement time. The device was returned to the manufa cturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 75% of expected longevity. Performance data were also collected from the device and analyzed. There was an alert for low battery voltage on (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable defibrillation lead, (B)(6) 2008; 4193, implantable pacing lead, (B)(6) 2008. (B)(4).